Event description:
Pt found responsive at 0225. Apnea monitor was flashing the green indicator light but was not alarming. During resuscitation of the pt, the green light was on during compression and alarmed whenever there was cessation of chest compression on ventilation. Therapist reported that approximately five hours earlier the loose lead alarm would sound. She changed all the leads and the problem ceased and the monitor functioned according to the MFR guidelines. During investigation of the incident, the equipment was taken out of service and submitted for evaluation. The rental co did the last preventative maintenance check in april of 1995. The unit appears to meet MFR's operational standards. No operational or mechanical problems were found with the monitor except for the loose screw and washer. It is obvious from the battery date that this unit hasn't been maintained in strict accordance with the MFR's recommendations. The possibility cannot be ruled out at this point that the loose metallic hardware inside the case temporarily caused a "short-circuit" which deactivated the alarm circuit. However, under a close visual examination of the components on the main and auxiliary circuit boards, no evidence of arcing was noted.